Event description:
During follow-up, the device was found in back-up mode. Technical support was contacted and advised device replacement as the device had reached its elective replacement indicator (eri). The device was explanted and replaced and the patient's condition was stable following the procedure.